Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss and a pending dosing stop warning. No adverse clinical symptoms reported, and blood glucose levels were reported as unaffected. Outcomes included temporary interruption without injury or medical intervention. User support included user-guided troubleshooting and education, consisting of toggling settings, restarting the ilet, and advising a timeframe for the sensor to re-pair. Investigation of this case revealed a communication disruption between the cgm sensor and the ilet, consistent with transient bluetooth pairing issues, with device function restored or expected to restore following standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was a temporary bluetooth communication anomaly.

Manufacturer narrative:
Initial.